Event description:
It was reported that a technologist working in the room tripped over the cabling after moving the control box to the opposite side of the table. After locking the control to the table, the technologist's legs became wrapped up in the cable and he fell forward. In order to prevent hitting his head on a cabinet, he put his hands out to break the fall. This resulted in a broken wrist. The technologist received treatment in the emergency room consisting of an x-ray and having the wrist wrapped. He later returned to work.